Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The atp console was replaced and the issue was resolved. The atp console was returned to the manufacturer. Functional and performance testing as well as usability inspection found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system would not complete a full spin/transfer with the rt holding down the hand-switch button the whole time. The site reported that the system responded as if they had let go of the hand-switch button, but they ensured that the site had the button pressed the duration of the spin. The site then took another spin and had no difficulty transferring it to the navigation system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
(B)(4). Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. This issue is not a systemic issue as it was resolved by retaking another image. This complaint requires further review for compliance with 21 cfr 1002 & 1003. If information is provided in the future, a supplemental report will be issued.